Manufacturer narrative:
(B)(4). Medwatch field date of birth was provided as (B)(6).

Event description:
The customer complained of questionable high ise indirect sodium (na) and chloride (ci) for gen.2 results for multiple patient samples after experiencing issues with the rinse mechanism on a cobas 6000 c (501) module. Of the data provided, there was an erroneous na result for one patient sample. The initial na result was 149 mmol/l accompanied with a data flag and was reported outside of the laboratory. The repeat na result was 143 mmol/l. The repeat results were deemed to be correct. There was no adverse event. The na electrode lot number and expiration date were not provided. The field service engineer (fse) replaced all of the electrodes. The fse performed a precision check, calibration, and ran a precision. All were within specifications. The investigation was unable to find a definitive root cause.